Event description:
Patient presented with a hematoma at the ipg site. Physician brought the patient into the or and drained the hematoma. Patient presented back to the physician with an infection at the ipg site. Physician brought the patient into the or and removed the inspire system.